Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0v5h6, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the implant felt like it was going to rip or tear. The patient felt a stabbing burning pain at the implant site. It happened when he stood up, sat down and used the restroom. The patient was able to turn stimulation off. She had an appointment with the health care professional the day after report. The patient was indicated for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she was getting great therapy relief during the trial and after implant for a short time until her issues began. It seemed as though after CT scans, the device itself had come dislodged from the pocket. The device was protruding quite a bit more and was barely underneath her skin. It was slanting and had shifted positions. The patient noticed this about two weeks prior to (B)(6) 2015. She never got to the reprogramming stage because the device had flipped. She had sacral pain at the tailbone and to her left. Her whole right buttock at the implantable neurostimulator (ins) site was also in pain; the ins site was extremely painful to the touch and the pain level was an instant 10. The ins was off, but she had intermittent jolting pains in her legs. It felt kind of like sciatica nerve pain and was jolting, but it was only happening with the right leg. The patient hadn't had any falls or accidents. Her surgeon had ruled out infection and any other issues. The surgeon stitched the device in place from the pocket and thought it busted through the stitching, but would not know for sure until she got in there. An ins site revision was planned for (B)(6) 2015.